Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Date of submission 04/11/2014, device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: evaluation confirmed that the text on the display screen is dim/faded and discolored. The contrast setting is at the maximum setting of '10'.